Manufacturer narrative:
H10: manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the physical sample was not available, and images have not been provided. The alleged issue could not be re produced which led to an inconclusive evaluation result. A definite root cause for the reported event could not be determined. Labeling review:a review of the relevant for this product was conducted. The IFU was found to address potential complications and adverse events such as incorrect positioning of the stent requiring further stenting or surgery, intimal injury, and malposition. H11: d4,h6(result and conclusion). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that during a stent placement in the common iliac vein, the device allegedly failed to expand at the end so that it appeared like a candy wrapper. The stent finally expanded after waiting several minutes, and rotating the grip. There was no reported injury.

Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (Expiry date: 09/2022). Device not returned.

Event description:
It was reported that during a stent placement through common ilac vessel, the device allegedly failed to expand in the distal end. There was no reported injury.